Event description:
Malfunction alarm occurred, specifically malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no recurrence of the malfunction code was reported after the reset. Customer was advised to continue using the pump and to contact support if the malfunction recurs.